Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshoot was performed. Customer stated the alarm was in the history. The note reads no further detail given. Insulin pump will not be returning for analysis.